Event description:
It was the patient was experiencing pain and discomfort at the implantable pulse generator (ipg) site and difficulty charging the ipg. There was also malpositioning of the ipg. The patient underwent ipg replacement procedure. Patient felt better postoperatively.